Event description:
Philips received a complaint on the v60 ventilator, indicating that the air leakage value could not be monitored. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) of the issue, a low leak co2 rebreathing risk. This investigation is ongoing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). G1 contact office phone: (B)(6).

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 06may2024, it was stated that the customer had refused service and repair. The asp clarified that the device did not experience a low leak co2 rebreathing risk alarm, but in a gfe response from the asp received on 07may2024 was unable to provide further clarification or information regarding the device. We are unable to confirm the alleged device issue or final disposition of the device due to the customer refusing service. No further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.